Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement device shipped to site.. Medtronic investigation of returned suspect navigation system cart finds that cart was returned with broken caster. Removed the broken stud and replaced the caster. Failure: physical damage. Issue resolved.

Event description:
A medtronic representative received a report from a site that a caster on their navigation system cart was damaged. It was reported the bolt was sheered off the cart. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
This issue was documented in a medtronic navigation hardware anomaly tracking database.